Event description:
The pt had a left anterior descending artery and spiral dissection. The film taken of the right coronary artery revealed a dissection which was visible in the left coronary artery. The pt was taken to surgery for repair and was released from the hosp a few days later. The pt was reported to be doing well. The cause of the dissection remains unknown.